Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open because an item was stuck in the drawer below. A technical support specialist opened the drawer and moved the item to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer 03 was not opening. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected drawer. There were no adverse events or injuries reported based on this event.